Manufacturer narrative:
There is insufficient information to perform a product investigation.

Event description:
Cotton material left in vagina [foreign body in reproductive tract] string detached leaving the cotton material left in my vagina [device breakage] today upon removal, the string detached leaving the cotton material left in my vagina [complication of device removal] case description: consumer reported via e-mail that string detached from tampon. No serious injury reported.

Manufacturer narrative:
A product investigation is in progress.

Event description:
Cotton material left in vagina [foreign body in reproductive tract]. String detached leaving the cotton material left in my vagina [device breakage]. Today upon removal, the string detached leaving the cotton material left in my vagina [complication of device removal]. Case narrative: consumer reported via e-mail that string detached from tampon. No serious injury reported.

Event description:
Cotton material left in vagina [foreign body in reproductive tract] . String detached leaving the cotton material left in my vagina [device breakage]. Today upon removal, the string detached leaving the cotton material left in my vagina [complication of device removal] . Case narrative: consumer reported via e-mail that string detached from tampon. No serious injury reported.

Manufacturer narrative:
No failure could be identified as a result of the investigation.